Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation noted in records') and device dislocation ('coils migrated to my bladder') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), impaired healing ("healing slow"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity") and autoimmune disorder ("auto-immune"). The patient was treated with surgery (laparoscopic robotic assisted total abdominal hysterectomy. Bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, impaired healing, pelvic pain, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity, impaired healing, pelvic pain and perforation to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: device migration and impaired healing". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation noted in records') and device dislocation ('coils migrated to my bladder') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), impaired healing ("healing slow"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity") and autoimmune disorder ("auto-immune"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the perforation, device dislocation, impaired healing, pelvic pain, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity, impaired healing, pelvic pain and perforation to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: device migration and impaired healing". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Events added from pfs- perforation, pain, abnormal bleeding, hypersensitivity, auto-immune. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation noted in records') and device dislocation ('coils migrated to my bladder') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), impaired healing ("healing slow"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity") and autoimmune disorder ("auto-immune"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the perforation, device dislocation, impaired healing, pelvic pain, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity, impaired healing, pelvic pain and perforation to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: device migration and impaired healing". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated to my bladder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and impaired healing ("healing slow"). The patient was treated with surgery (she undergone essure removal surgery). Essure was removed. At the time of the report, the device dislocation and impaired healing outcome was unknown. The reporter considered device dislocation and impaired healing to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: device migration and impaired healing". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated to my bladder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and impaired healing ("healing slow"). The patient was treated with surgery (she undergone essure removal surgery). Essure was removed. At the time of the report, the device dislocation and impaired healing outcome was unknown. The reporter considered device dislocation and impaired healing to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: device migration and impaired healing". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.